Manufacturer narrative:
The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The event is reported as: the customer alleges that when the doctor was doing an intubation at the hospital, the green light sheath on the green rusch-lite blade came off during the procedure and fell into the pt's airway. The sheath was retrieved and no harm to the pt. Intervention: the procedure was delayed while the doctor retrieved the green sheath. The doctor was able to "sweep" the sheath out of the pt's mouth and proceeded with the procedure. No report of a pt injury. No harm to the pt.